Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Smoke started coming out - oral-b toothbrush [device catching fire]. Case narrative: consumer via e-mail stated that an abnormal noise was coming from the charger plug while charging the toothbrush and smoke was coming out. The consumer promptly unplugged the charger before it could catch fire. No injury was reported.

Manufacturer narrative:
On 13-jun-2025, product return was received and evaluated. No failure could be identified; the product is according to specifications.

Event description:
Smoke started coming out: oral-b toothbrush [device catching fire]. Case narrative: consumer via e-mail stated that an abnormal noise was coming from the charger plug while charging the toothbrush and smoke was coming out. The consumer promptly unplugged the charger before it could catch fire. No injury was reported. Follow-up: product return was received and evaluated. No failure could be identified; the product is according to specifications.